Manufacturer narrative:
The complaint of separation can be confirmed based on the photos provided. Received a photo showing the chemoclave separated from the bag spike assembly. No samples were returned for evaluation. The base of the chemoclave cannot be observed in the photo provided. The probable cause of the separation is unknown. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13408810 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a chemoclave® bag spike with additive port dry spike where it was reported that the set was disconnected during patient infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. However, a photo was provided by the customer to be evaluated. The investigation is not yet complete.